Event description:
After reading an article about a surgeon who had hepatitis b and 13% of his cases contracted hepatitis b in a controlled environment, the rptr decided to experiment with randomly selected brands of both latex and vinyl gloves. The rptr suspended a latex glove on a plastic cylinder with a nonconductive appliance holding the glove. The glove was then placed in a clean container and both the container and glove were filled with normal saline. Since the plastic container is electrically isolated, electricity will not flow through it. The rptr then placed one electrode into the container and the other in the glove and measured the electrical resistance. On immediate testing, none of the gloves leaked but after 20 minutes, three out of the five brands leaked. The rptr repeated the testing using five different brands of vinyl. He stated that all five brands leaked immediately upon testing. The rptr is concerned because the testing he did shows that viral particles could pass through the gloves. The rptr further tested latex gloves by perforating the glove with a 30 gauge needle. First, he tested the base resistance of the solution. After submerging the glove, he found that the resistance fell but not to the base resistance. After putting another needle hole in the glove, he found that again the resistance fell but not to the base resistance. He further stated that the results of his testing would explain why 13% of the surgeon's pts developed hepatitis b in a controlled environment. The rptr would like to know what electrical testing has been done on gloves and why the FDA does not insist on electrical testing.